Event description:
After diagnosis of deteriorating right hip, (advanced right hip arthritis) contracted with dr (B)(6) to replace hip with a stryker rejuvenate and prepared for surgical implant on (B)(6) 2011. Three months post-recovery began to experience hip pain similar to original symptoms and after approx. Eight months post-op returned to dr (B)(6) for some pain reduction since I was experiencing little relief from the original pain reduction. Shortly thereafter I received a notice indicating the stryker hip was being recalled. Have since been monitored by dr (B)(6) for further complications. On (B)(6) 2012¿blood analysis, (B)(6) 2012 ¿ physical therapy, (B)(6) 2012 ¿ physical therapy, (B)(6) 2012 ¿ physical therapy, (B)(6) 2012 ¿ physical therapy.